Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the user opened the package and checked the integrity of the ngage nitinol stone extractor and found out the basket cannot be fully closed or released. This occurred prior to patient contact and there was no impact to the patient. The procedure was completed successfully by changing to another device.

Event description:
No new event information has been received since the initial report was submitted on 20aug2018.

Manufacturer narrative:
Method code: incomplete device returned (4116). Conclusion code: cause not established (4315). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) was no longer attached to the device and the mlla was not returned. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the wire was bent at the junction of the cannulated handle. The support and basket sheath were found to be detached. The basket formation cannot be manually actuated. A review of the device history record found there were no non-conformances that may have contributed to this event. A complaint history search revealed two other complaints associated with lot number 8453498. While both complaints are related to the reported issue for this complaint, "basket cannot be fully closed or released", both devices for these two complaints were found to have functional issues due to sheath damage and not any manufacturing related issues that would make devices from the remainder of the lot suspect. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to damage to the device. The wire of the basket subassembly was found to be bent at the handle. The device also appeared to have been partially disassembled by the user. The male luer lock adapter that connects the sheath to the handle had been removed and was not returned. The condition of the returned device prevented a determination of what would have caused the basket not to function for the user. A conclusion as to the cause for the basket to not function for the user could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.